Event description:
Philips received a complaint by the customer on the v60 indicating that there was a tidal volume issue. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. This investigation is ongoing.

Manufacturer narrative:
It was clarified that there was an air flow accuracy failure. A philips authorized service provider (asp) went onsite and performed an evaluation. The philips asp confirmed the failure was an air flow accuracy failure. Based on this information, the issue does not meet reportability criteria and was reported in error.